Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as: 2134265-2009-00624, 2134265-2009-00628. It was reported that post a coronary drug eluting stenting treatment procedure, chest pain, shortness of breath, nausea, diaphoresis, aneurysmal dilation, and stent thrombosis occurred. The patient presented with a history of chest pain and syncope when coughing. The lad lesion was predilated with a 2.5x15mm maverick balloon and a 2.5x20mm balloon. A 2.75x28mm taxus express2 drug eluting stent was deployed in the proximal lad, inflated to 16 atm. A 3.00x20 mm taxus express2 drug eluting stent was deployed in the ostium of the lad, inflated to 18 atm. There appeared to be residual stenosis in the mid lad, just proximal to the bifurcation. A 2.50x8mm taxus express2 drug eluting stent was deployed in the mid lad, inflated to 9 atm. Angiography confirmed the stents were widely patent with timi flow 3. The 2.75x28mm stent was post dilated using a 3.0x15mm quantum maverick balloon, inflated to 18-22 atm. Medications given: cardene, nitroglycerin, and integrelin. One year post the initial stenting procedure, the patient presented with chest pain beginning two days ago. The treatment and cause are unknown. One year and two months post the initial stenting procedure, unknown stents were deployed in unknown vessel locations. Two years post the initial stenting procedure, the patient presented, via an ambulance, with intense heaviness in the chest, shortness of breath, nausea, diaphoresis. An aneurysmal dilation and stent thrombosis were identified in the lad. Two non-bsc stents were deployed in proximal to mid lad. The patient was discharged one day following the reintervention ambulating and feeling well. Medications included aspirin, plavix, and zorcor.